Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information additional regarding a guidance system being used during a spinal procedure. It was reported that the surgeon planned the case prior to surgery. Surgeon planned to trade l4 trajectories and l5 left while creating a new trajectory at l5 right. Platform was mounted to patients right psis using the bmb. First 3define scan was done successfully. Draw spine was also successful and arm was sent to the marker. O-arm spin was done. Connection was not found from the o-arm when sending to the guidance system. Representative recommended to pull the scan from usb. O-arm then crashed. O-arm was rebooted,and scan was pulled via the usb. Representative went to upload the scan and software crashed. The software came back, and the system returned to the home screen. The representative tried to enter operate mode and a warning message asked if the representative would like to unlock the mount. No was selected but the system wouldn't allow the representative to continue into operate mode. Multiple attempts were made before unmounting. The mount was then unlocked and relocked and a new 3define scan was done. The arm was sent to a generic ap and images were uploaded from the usb. The surgeon planned and the procedure continued. When sending the trajectory, the arm in 3define scan appeared to be midline of patient when it should be in right psis. The trajectories were completely off, and surgeon aborted using the guidance system and free handed the trajectories. There was no patient harm.